Event description:
The dentist reported that 6 months after the dental implant was placed in intra-oral region #5, it was verified its non-osseointegration; 30 ncm of primary stability was achieved and immediate load was not performed. Fenestration occurred during the surgery and bone graft was executed.